Event description:
It was reported that premature device release occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm device was deployed using a standard un-sheath method. A proximal mitral shoulder was present upon deployment so one partial recapture was performed and then redeployed using a combo method. The physician maintained 10 seconds of forward pressure on the core wire; however, the device was almost inverted and seemed not be expanded to its fullest potential. It was noted that the wire bias was extreme and was approximately 90 degrees from the sheath to the actual device. A tug test was performed and held for a couple of seconds to pop the device into shape. After the tug was performed the device was on the core wire, and was confirmed that the position was fine and the device was stable. The physician then wanted to perform a contrast shot, but it was during this moment that it was noted that the device had released off the core wire. The device position, size and seal were thoroughly assessed. The case was completed as all of the release criteria had been met despite the surprise release. No patient harm or adverse events were reported. The device will be reevaluated the next day.